Manufacturer narrative:
The customer's meter was requested for investigation. No more test strips were available to send for investigation. Replacement product was sent to the customer. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Occupation: the occupation is patient/consumer.

Event description:
It was reported that a patient received discrepant results when testing with coaguchek xs meter serial number (B)(4). At 6:06 p.m., a sample from the patient was tested using the meter, resulting in a value of 5.3 inr. At 6:17 p.m., a sample from the patient was tested using the meter, resulting in a value of > 8.0 inr. The patient's therapeutic range is 2 - 3 inr. The patient's testing interval is weekly.

Manufacturer narrative:
The reporter's meter was provided for investigation where it were tested using retention controls and retention strips. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.3 inr qc 2: 5.4 inr qc 2: 5.4 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.